Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited loss of capture and changes in impedance measurements. Technical services (ts) discussed possible causes and troubleshooting options. This lead remains in service. No adverse patient effects were reported.